Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer issue was not duplicated. Pump works fine; there is only an overpressure alarm if there is an occlusion. Visual test was performed. Resolution of the reported issue was not confirmed by the technician and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair. Customer will receive a cost estimate. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an overpressure alarm. There was no patient involvement, and no patient harm/adverse event reported.